Manufacturer narrative:
The customer¿s reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 error code 210.6021. Based on the findings, technical support determined that the proximate cause of the reported issue - faulty keypad.

Event description:
It was reported that the device received channel error code 210.6021. The technician recommend that this is a keypad issue. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 error code 210.6021. Technical support keypad. Informed this is due to the keypad. Provided part number as requested. Customer will order through their internal process. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support determined that the proximate cause of the reported issue tech support informed this is due to the keypad. The customer¿s reported problem was confirmed. H3 other text : no product returned.

Event description:
It was reported that the device received channel error code 210.6021. The technician recommend that this is a keypad issue. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received channel error code 210.6021. The technician recommend that this is a keypad issue. There was no patient involvement.